Event description:
A report was received that following an implant procedure, the patient was experiencing severe back pain. The physician suspected a subcutaneous hematoma and took the patient back to surgery. However, nothing was found when the physician went to drain the patient. It was noted that the patient was admitted to the hospital. The physician ruled out hematoma and suspected that the patient had extreme post procedural pain due to a reaction of medicines used. The patient was reportedly doing well.